Event description:
It was reported the patient had not used her device for about 2 years because 'it did not do any good.' The patient was seeing a physician for her back pain but 'he would not do anything for her' due to her implant. It was reported the patient was upset and wished she never would have had the device implanted. The patient did receive 50% reduction in symptoms before being implanted but she went for reprogramming and it 'stopped working' 2 years ago and the patient had not seen a physician since. The patient's device only 'hurt' of she pressed down on it. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v394135, implanted: (B)(6) 2010, product type lead. (B)(4).